Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. Upon investigation, the trunk cable was pulled from the strain relief, damaging wires within the dn and causing a short. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes.